Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during a surgery to repair a ventricular septal defect, the impella was retracted to the descending thoracic aorta during surgery. The impella was then advanced back into position to resume support, but once in place the impella was found to be causing premature ventricular contractions (pvc). As the patient was hemodynamically stable, the medical team decided to remove the impella to resolve the pvc. The patient was successfully weaned and the impella was explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.